Event description:
It was reported this drainage catheter was placed for a renal cyst aspiration. Post placement, 25 milliliters of absolute alcohol was injected through this catheter. Two hours later, following completion of the injection, it was revealed under fluoroscopy that the distal tip had fractured. Uneventful surgical retrieval followed. The procedure was successfully completed and the pt has been discharged. This device has not been returned for eval. Therefore, no failure analysis is available. The device is a drainage catheter and the co's directions for use outline appropriate usage of this device. The co believes non-indicated use of this device contributed to this event and do not attribute it to the device. However, without evaluating the device, the co's is unable to determine the exact cause for this event. The co's directions for use state: "this catheter is designed for percutaneous drainage of the urinary tract."